Event description:
During an atrial fibrillation procedure, a crack was noted at the tip of the catheter. The ablation catheter was inserted and then removed. Prior to reinserting it, a crack was noted at the tip of the catheter. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Event description:
This report includes updated device information.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported crack in the tip of the catheter was not confirmed. No cracks in the shaft material or deflectable shaft were noted. The provided image shows discoloration at the location of the thermal bond area between the proximal and distal shaft, which is acceptable according to the manufacturing process. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.